Manufacturer narrative:
Interrogation of the pump determined it was used to infuse lioresal (2000.0 mcg/ml, 799.3 mcg/day). The pump was returned for analysis. Analysis identified corrosion/wear/lubrication on the motor gear train, a stall due to shaft bearing, and a high battery resistance during functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.